Event description:
It was reported that stent migration occurred. The target lesion was located in the renal artery. A 5.0mmx19mmx90cm express sd renal/biliary stent was selected for use to treat an aneurysm at the neck. It was noted that the stent migrated to another lesion. The procedure was completed with another express sd renal/biliary stent to cover up aneurysm neck. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).